Manufacturer narrative:
Based on the investigation, it was observed, there was malfunction in the sensor performance which lead to sensor inaccuracies. It was suggested to replace the sensor and issue a new sensor to the user. Once the new sensor was inserted, the user did not have any further complains about sensor inaccuracy.

Manufacturer narrative:
The manufacturer is performing an investigation and will provide the results in a supplement.

Event description:
On november 20th, 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the system did not alert.